Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 205 mg/dl on the advantage system compared back to back with a result of 97 mg/dl on the dr's meter when testing was performed less than 10 mins apart. Reporter did not indicate that he was experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.